Event description:
It was reported that there was possible t-wave oversensing. Review of save to disk files revealed there was oversensing as a result of noise. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual lead was not received for evaluation. Performance data was collected from the device and analyzed. Noise and oversensing was observed. The lifetime ventricular sic (sensing integrity counter) was 3540, and 402 of these counts occurred in the six days since the last interrogation. A high value of this count can indicate a possible intermittency in the system.